Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leaking is confirmed, use related. The product returned is one 4 fr groshong nxt PICC with suture wing and assembled connector assembly. Use residue is evident within the sample. A hole in the catheter is visible .8 cm distal of the hard plastic connector body, underneath the strain relief. After removal of the strain relief silicone, the hole is clearly visible. The edges are highly uneven, consistent with a sharp, serrated edge being applied to the surface. A 12 ml syringe was filled with water and used to flush the catheter. The catheter was found to be patent to infusion with a leak below the strain relief. As the puncture is consistent with a sharp instrument such as hemostats being used to handle the catheter, the complaint is confirmed as use related.

Event description:
It was reported by the facility that a leak was observed one day after implantation. After the catheter was removed, it was reported that leakage occured around connector.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
It was reported by the facility that a leak was observed one day after implantation. After the catheter was removed, it was reported that leakage occured around connector.